Manufacturer narrative:
This is the second revision surgery underwent by this patient. The patient had a primary bilateral knee on ( (B)(6) 2016. The patient came in due to signs of infection. The surgeon swapped the poly (B)(4). Then, the patient came again in due to signs of infection. The surgeon removed all medacta hardware and input an antibiotic spacer. The date in which medacta product was removed is unknown. The patient tested positive for enterobacter cloacae. On (B)(6) 2016 the surgeon implanted permanent hardware. The surgery was completed successfully. Batch reviews performed on 28 october 2016. Lot 140525: (B)(4) items manufactured and released on 23 may 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t4-i3 left, code 02.12.t4i3l, lot. 131499 (k121416) (B)(4) items manufactured and released on 10 september 2013. Expiration date: 2018-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2, code 02.07.0034rp, lot. 150323 (k090988) (B)(4) items manufactured and released on 11 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 3/12 mm left, code 02.12.0312fl, lot. 132938 (k121416) (B)(4) items manufactured and released on 24 july 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The surgeon removed all medacta hardware and input an antibiotic spacer. The patient tested positive for enterobacter cloacae.